Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact on the customer¿s blood glucose level. Customer support guided the caller through filling and loading a new cartridge on the pump, and the process was completed successfully, allowing them to resume insulin delivery.